Manufacturer narrative:
The device, multifunction cable, and multifunction cable-to-CPR adaptor were returned to zoll medical corporation. The reported malfunction of "no ECG signal via pads" was not replicated or confirmed. Review of the device logs suggests the patient connection or coupling was lost during the event but doesn't appear to be related to a device malfunction. The device passed full functionality testing and stress testing without duplicating a malfunction. The device was able to show an ECG signal through pads using the customer's multifunction cable and adaptor without issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.